Manufacturer narrative:
Concomitant medical products: mdt-lead x 2. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had elevated thresholds. The lead was explanted and replaced. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the elevated thresholds on the right ventricular lead resulted in loss of capture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.